Manufacturer narrative:
Follow-up #1 date of submission 06/30/2016 device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed no evidence of short battery life. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was able to fully tighten on to the pump. The pump¿s current draws were found to be within specifications. The complaint was not duplicated during investigation. Unrelated to the complaint, the display was dim and discolored. Additionally, the pump failed a leak test at the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a battery life issue. It was reported that there was moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.